Manufacturer narrative:
The device was not returned to saluda for analysis. The root cause of the reported inadequate pain relief cannot be definitively determined. The evoke scs system was confirmed to be operating as intended. The evoke scs system surgical guide states ¿the risks associated with the implantation and use of a spinal cord stimulation system include: inadequate pain relief following system implantation and the patient may require surgery (including revision, explant, and replacement) as a result.¿

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant due to inadequate pain relief. The saluda representative confirmed that the patient had been implanted for 14 months, during which time there were multiple attempts to troubleshoot and program the patient¿s device with minimal pain relief achieved. The evoke scs system was confirmed to be operating as intended.